Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination, the patient was instructed to cease direct acting oral anticoagulants due to persistent chronic anemia. The patient was referred for a hematology oncology evaluation. In (B)(6) 2022, the patient experienced a cerebral vascular accident resulting in hemiplegia and aphasia.

Manufacturer narrative:
B2 outcomes attributed to adverse event updatedb5 event description updatedd4 device lot number, expiration date, unique identification updatedd6a implant date updatede1 initial reporter information updatedg1 manufacturing site updatedh4 device manufacture date updated

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination, the patient was instructed to cease direct acting oral anticoagulants due to persistent chronic anemia. The patient was referred for a hematology oncology evaluation. In (B)(6) 2022, the patient experienced a cerebral vascular accident resulting in hemiplegia and aphasia. It was further reported the index procedure occurred in (B)(6) 2022.